Event description:
It was reported that the patient appeared to be in atrial fibrillation and experienced syncope. The right atrial (ra) lead exhibited intermittent under sensing, and p-waves were noted to be small. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.